Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been rushed by ambulance and hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 30 mg/dl after wearing the pod between 1 and 4 hours; the pod reportedly fell off and cannula dislodged from the infusion site (arm). Symptoms reported include pain and patient could barely move the patient was treated in the hospital with insulin, a magnesium drip and tylenol for pain; blood work and brain scans were also performed, as well as x-rays and an MRI (magnetic resonance imaging). The patient was released after 13 days in the hospital.